Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was damaged the following information was received by the initial reporter with the following verbatim: we had two filter tubing¿s from the same lot # (attached) snap while infusing chemotherapy.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that two extension sets snapped while infusing chemotherapy. One sample of material number 10663804 was received for quality evaluation. Visual inspection of the sample indicates that the sample separated at the outlet side of the smartsite connector to the tubing. Further examination under magnification identifies some solvent residue, however, there is only evidence of a small amount of solvent and it appears uneven on the the bonding surfaces. The customer complaint of separation was confirmed by sample inspection. The root cause of the separation between the tubing and the smartsite is related to the lack of solvent in the assembly due to an incorrect solvent dispenser at set up. A quality alert was generated to communicate and reinforce the correct solvent dispenser set up in order to address this issue. A device history record review for model 10013902 lot number 23039088 was performed. The search showed that a total of 26,403 units in 1 lot number was built on 05mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.